Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic bronchoscopy procedure, the bronchovideoscope had a black rubber-like fragment the size of a medium crumb that was expelled from the scope. The physician was able to retrieve it and finish the procedure with the same device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer: after the procedure, as scope placed into a bin to be sent for cleaning, the respiratory therapist saw a piece towards the end of scope missing. New scope used to inspect the patient lungs. Nothing was found. Patient was also instructed to cough in white gauze and nothing was found. Not sure when the damage occurred.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. Updated fields: b1, b2, b5, h1, h2, h6, h11 olympus will continue to monitor field performance for this device.